Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead dislodged three times. After the procedure was completed, the ra lead dislodged again. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.